Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the moment when the surgeon was drilling the hole for the screw, the drill tip broke. The tip was left into the patient's bone. The tip of the drill bit was left into patient¿s bone, no delay in surgery. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A product investigation was completed: the investigation of the complained drill bit shows that the tip is broken off. The tip was not returned for evaluation. Unfortunately we are not able to determine the exact cause which has led to this occurrence. It is likely that too much mechanical force had been applied during the surgery. We are aware that this is very delicate drill bit which require extra caution during use. No product fault could be detected. The review of the production history revealed that this drill bit was manufactured on may 2014 according to the specifications. The type of damage incurred indicates that this complaint was caused by wrong handling. There was no indication for material or design related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional codes: erl, hbe. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 02 may 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Additional product code: hsz. Material is available for investigation, but not returned yet. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.